Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited interrogation difficulties. Premature battery depletion (pbd) behavior was suspected. As a result, the device was successfully explanted and replaced on (B)(6) 2026. No additional adverse patient effects were reported. This device was already returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited interrogation difficulties. Premature battery depletion (pbd) behavior was suspected. As a result, the device was successfully explanted and replaced on (B)(6) 2026. No additional adverse patient effects were reported. This device was already returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Based on analysis evidence indicating the device had an oscillator mismatch fault. Although known causes of oscillator mismatch fault include crystal failures and battery failures, detailed analysis was unable to find a cause of failure. Review of battery diagnostics noted normal power and voltage; an x-ray of the crystal noted no signs of voids/cracks in the solder. There were no signs of resonator detachment or foreign material in the crystal. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. At this time, no further information is available. Should additional information become available this report will be updated.